Event description:
Caller reported that she was implanted with a mesh in (B)(6) 2009 for uterine prolapse. Recently she's been experiencing pain, dyspareunia, bleeding and recurrence of the prolapse. She met with her doctor who informed her that she will need another surgery, but she refused to go through the pain and said the mesh did not do what it's supposed to do the first time.